Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced bent catheter event on (B)(6) 2026. It was reported that the patient faced high blood glucose event with unspecified values. No further information available.